Manufacturer narrative:
(B)(4). Batch # m53u5c. Conclusion: the analysis results showed that one ecr60b cartridge reload was received. The reload was received fully fired and with cartridge deck damage. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional test could be performed due to the condition of the reload. The reported event could not be confirmed as no device was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested but unavailable: what confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? How was the procedure completed? Were they any patient consequences? Is the device available for return?

Event description:
It was reported that during an unknown procedure, several staples deformed and did not cut completely. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.